Event description:
The customer reported the subject device exhibited air/water flow issues. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with a solid material (foreign material). This report is being submitted for the foreign material. Three attempts were performed to obtain additional information regarding the reported event, but no response was received from the customer.

Manufacturer narrative:
During inspection and testing, service confirmed there was no air/water flow due to the clogged nozzle. The origin of the solid material could not be identified, and the foreign material could not be removed. In addition to clogged nozzle, service found the adhesive on the bending section cover was detached, the plastic distal end cover was damaged, the connecting tube was creased, the switch button #1 rubber was worn, and the bending angle was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Flush the air/water channel with detergent solution". Olympus will continue to monitor field performance for this device.